Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. The biomed stated the device was received with damage and the case was cracked all the way through on the top. The case, ail board, and pressure sensors were all replaced but still getting an ail bolus error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced bezel assy (upper hinge crack). Replaced door (cracked upper hinge) replaced discolored membrane. Replaced cosmetic defect (latch door) replaced ail for ail error. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged lvp mech assy 8100. A review of the device history record showed the device had a manufacture date of 19nov2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. The biomed stated the device was received with damage and the case was cracked all the way through on the top. The case, ail board, and pressure sensors were all replaced but still getting an ail bolus error. No additional information was provided. There was no patient involvement.